Event description:
It was reported by the sales rep that the al326 in the kit ktv14 was used in an endoscopic vessel harvesting. It was reported that the clip applier did not have any clips in it. Had to open another clip applier to finish the case. There was no consequence to the pt.